Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump completed the infusion three hours earlier than it's suppose to. Fluorouracil was the drug being infused. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem was confirmed. During investigation the pump was found over infusing because the pump expulsor was found out of spec which cause the reported problem. Investigation recommended the pump expulsor replace to correct the reported problem. The problem source of the reported problem is unknown.